Event description:
The customer reported that the t:slim x2 pump's battery would not charge despite trying various troubleshooting steps, including using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.